Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female who underwent primary breast augmentation with a 250cc mentor memorygel breast implant experienced left sided baker grade IV capsular contracture post procedure, bilateral flattening of the breasts, and bilateral pseudoptosis post procedure. As a result, left sided implant replacement, capsulotomy, and mastopexy was performed on (B)(6) 2023. There was no additional operation performed on the right sided. The left sided capsular contracture was reported initially under 1645337-2023-02595 on (B)(6)2023. On (B)(6) 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9694676 number on june 14, 2023, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).